Manufacturer narrative:
The adverse outcome and need for surgical intervention as reported does not appear to have been device related. Evaluation of the returned hardware found no anomalies. No connection can be made at this time between the reported issue and the depuy spine hardware used in the case.

Event description:
Medwatch 3500a form received from hospital. Reports patient who had mountaineer hardware implanted c4-t1. Post op day 2, patient experienced issue with ambulation, gait and drainage from incision with low grade fever. Exploration and evacuation of hematoma performed. In (B)(6) 2011, patient had post op infection and surgical hardware revision. Patient had 6-weeks course of IV antibiotics. Device 1 see also 1526439-2011-00209.